Manufacturer narrative:
The hakim valve (ID 823832) was returned for evaluation. Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. As noted in the complaint report, no occlusions were found with the device at the time of investigation.

Event description:
A physician reported a hakim valve (ID 823162) was implanted via ventriculoperitoneal shunt on january 10, 2024 with a set pressure of 70mmh2o. It was confirmed that the cerebrospinal fluid was not flowing due to obstruction; therefore, the valve was removed and replaced on january 10, 2024 with a set pressure of 20mmh20 . According to information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: the product was explanted on (B)(6) 2024. The certas valve (ID 828801) with unknown lot number was implanted. Condition of the patient: the ventricles became smaller. She was confined to bed before surgery, and she still is.

Event description:
N/a.